Manufacturer narrative:
A correlation between the reported gastrointestinal (gi) bleed and the left ventricular assist system could not be conclusively determined. The patient had complaints of dark stools and a hemoglobin (hgb) level of 8.2 g/dl. Coumadin was held on (B)(6) 2017 and resumed the next day; while aspirin was discontinued. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient called the vad clinician on (B)(6) 2017 with complaints of dark stools and hemoglobin of 8.2 g/dl on outpatient labs. On arrival to the ER, the patient had a prothrombin time of 24.7 seconds, inr of 2.6, hemoglobin of 7.2 g/dl, hematocrit of 24.8 percent and platelets of 199 k/mcl. At the time of the event, the patient was on aspirin 81mg once a day and coumadin 4.5 mg once a day. Coumadin was held on (B)(6) 2017 and resumed on (B)(6) 2017. Aspirin was discontinued on (B)(6) 2017. An esophagogastroduodenoscopy performed on (B)(6) 2017 identified 3 non bleeding angiodysplasias in the proximal jejunum and duodenum and 2 non bleeding dysplasias in the stomach, all of which were cauterized with apc. It was reported that the gastrointestinal bleeding was most likely related to small bowel interspaces. The patient was monitored and discharged home on (B)(6) 2017 with stable hemoglobin. An outpatient capsule endoscopy was to be completed at the patent's local hospital. No additional information was provided.